Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, unexpected battery power loss is shown in power graph generated by adapt power management tool at a period of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had battery issue. No harm requiring medical intervention was reported. The device will be returned for analysis.